Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tonsillectomy, left side removal was fine, right side managed to get a bleed; surgeon inadvertently stepped on the ablate pedal instead of the coag pedal when trying to steam the bleeding. As per the information received significant blood loos was reported. Patient is alive, however, an emergency surgery was performed (open neck dissection) in order to tie off the external artery to the carotid. Competitor device was used to complete the surgery. A delay greater than 60 minutes was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. It was reported that the surgeon inadvertently stepped on the ablation pedal instead of the coagulation pedal which caused excess bleeding that required emergency surgery. It is noted in the instructions for use to visually reconfirm which foot pedal is being pressed. There is no relevant supporting clinical information available at this time, and the patient is alive and out of ICU with no neurological defects. The future impact to the patient cannot be determined. The consultant doctor confirmed this was not due to technology failure, but due to inexperienced training of the surgeon.

Event description:
It was reported that, during a tonsillectomy, left side removal was fine, right side managed to get a bleed and inadvertently stepped on the ablate pedal instead of the coag pedal when trying to steam the bleeding. Patient is alive, however, an emergency surgery was performed (open neck dissection) in order to tied off the external artery to the carotid. Competitor device was used to complete the surgery. Delay greater than 60 minutes was reported. As per the information received significant blood loos was reported.